Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had front-end errors 20004 and 90009. There was no patient involvement.